Manufacturer narrative:
(B)(4). B5: describe event or problem - additional h2: additional information/device evaluation h3: device evaluated by manufacturer - additional h6: event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. A voltage test was performed and failed. Performed share log review: and no data found. The customer complaint was undetermined because there was no voltage and no data in the cloud. A root cause could not be determined.

Event description:
This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02.

Manufacturer narrative:
(B)(4). This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02 on mon aug 28 18:17:10 edt 2017 with 3004753838-2017-70085. The ack3 was received on mon aug 28 18:17:10 edt 2017 with coreid:(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. No data was provided for evaluation. The reported failed transmitter error could not be confirmed. A root cause could not be determined. The device has been received for investigation. A follow up will be submitted upon completion of device investigation.